Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation findings. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res# (B)(4). Was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the dash controller/personal diabetes manager (pdm) battery was swollen and, subsequently, the battery door coming off. This has resulted in the battery not staying in place causing the pdm to shut off. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.